Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 590 mg/dl. The customer vomited. Although the customer hadn't tested for ketones, due to the vomiting, the customer believed that ketones were present. The customer took a manual injection of insulin. While troubleshooting with tandem's technical support, it was noted that the luer lock connection was crooked and causing insulin to leak. The customer was able to disconnect, then reconnect and tighten the luer lock connection. The customer resumed insulin delivery.